Event description:
Medtronic received a report that the pipeline looked flattened and the middle segment failed to open. The patient was undergoing surgery for treatment of a amorphous, unruptured aneurysm in the right ica with a max diameter of 6mm and a 4mm neck diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that when the phenom 27 accessed the m1, the deployment was initiated. The device was unsheathed and resheathed to know if the wings were away to ensure the distal end would open. The device was unsheathed and the distal end started to open. The device was positioned in the distal landing zone. The device was unsheathed with the distal end opening about 2-3mm and it looked like the device was flattened about 3-4mm of the device. The device was attempted to be wagged, however, there was no impact. The device was unsheathed further and past the 4mm the device opened. The device did not look right as the segment was flattened. The device was recaptured and a new device was utilized to complete the procedure. It was indicated the phenom 27 was replaced with a new phenom 27, as well. The pipeline was not used off-label. The pipeline and accessory devices were prepared as indicated in the IFU. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. No patient symptoms or complications were associated with this event. A dapt (dual antiplatelet treatment) was administered and the pru level was 120. The angiographic results post procedure were good when the new device was deployed. Ancillary devices include a sheath, a 6f merit short sheath, a benchmark guide catheter, a phenom 27 microcatheter, a synchro 2 guidewire, and a sophia 5f.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.